Event description:
It was reported that this patient experienced shortness of breath. This right atrial (ra) lead appeared to exhibit oversensing resulting in possible inappropriate atrial tachycardia (at) or atrial fibrillation (af) episodes. Programming changes at the time of the event were not requested. It is unknown if this ra lead remains in service. No adverse patient effects were reported. Due to the limited information received, further follow up to obtain related details was not possible.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.